Event description:
Edwards learned that a 25mm 7300tfxj mitral valve was explanted at implant due to bleeding from left ventricle rupture. The device was originally implanted for mitral valve replacement to correct mitral regurgitation. After implant, the bleeding from left ventricular rupture was seen. The device was explanted and replaced with a smaller size same model 23mm 7300tfxj mitral valve and the ruptured area was repaired with patches while the patient was on bypass with no adverse patient events reported. The device will be returned for evaluation. There was no allegation of device malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.